Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 5 applications were performed with balloon catheter 2af284 with lot number 49923 without any issue on the date of the event. A clinical issue was encountered during the procedure. There is no indication of relation of the adverse event to the performance of the device. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both cryo ablation therapy was performed on the patient, as well as radiofrequency ablation therapy a couple months later. The patient experienced severe complete stenosis within two months post radiofrequency procedure in the left superior pulmonary vein (lspv). The stenosis was confirmed by computerized tomography (CT) angiography. The patient is under monitoring. Stent treatment was not performed, after being evaluated only with the scintigraphy and cardiopulmonary exercise test examination. It was noted that the stenosis was discovered after the cryo ablation procedure. Because the radiofrequency was performed on the same site, the impact on the patient was large. The case was completed with cryo and radiofrequency ablation. No further patient complications have been reported as a result of this event.